Manufacturer narrative:
One non sterile catheter 4.0mm x 4.0cm 40cm was received coiled inside a plastic bag. The balloon was inflated and deflated. One pinhole was observed in the body shaft approximated at 5.0cm of the distal tip. No other anomalies were observed in the returned device. Leak was noted in body shaft at 5.0cm of the distal tip. Sem analysis was performed in order to identify the cause of shaft leak; results showed that the shaft's external surface presents abrasions near the leak-site. The shaft internal surface exhibited no evidence of damage. The exact cause of the leak could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented the following; (B)(4) was generated for point out of control chart: slalom pouch pull test, r (within) ucl. Do not take any action in this regard as the top point on the graph of ranks is the result of the samples which successfully met the specification of (B)(4). The lot was released and the (B)(4) closed. This nonconformance bares no relation to the complaint reported. Customer complaint reported as "body shaft leakage" was confirmed however exact cause of "body shaft leakage" failure could not be conclusively determined. Procedural factor might have contributed to the failure, neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. The device shaft showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the event.

Event description:
The target lesion was left antebrachial shunt. The patient was male but age was unknown. Heavy calcification and no vessel tortuosity, the rate of stenosis was 90%. After the target lesion was crossed with gt wire (terumo), slalom thrill (complaint product) was delivered to the target lesion. However, the balloon could not be pressurized more than 10atm at the initial inflation. The device was removed from the patient. Everest indeflator (medtronic) was used in the procedure. When inspecting the device, the leakage of contrast media was observed from the shaft at approx 5mm from the proximal end of the balloon. The procedure was completed using another new product (cutting balloon, bsj) without patient injury. The complaint product will be returned to your side for analysis.